Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used per instruction. When fired, the clip ends crossed over each other and looked like open scissors. There was a ten minute delay. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.